Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter body was found separated during use. No patient harm or injury reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. Signs of use in the form of biological material were observed in the extension line. Visual inspection revealed that the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The catheter body from the distal tip to the juncture hub measured 210mm which is within the specification limits of 201.5 - 210.5mm per catheter product drawing. The distal extension line outer diameter measured 2.151mm, which is within the specification of 2.13-2.21mm per distal extension line extrusion graphic. The distal extension line inner diameter measured 1.4478mm, which is within the specification of 1.42-1.50mm per distal extension line extrusion graphic. Functional testing could not be performed as part of this complaint investigation due to the damage to the returned catheter. A device history record review was performed and no relevant issues were identified. The instructions-for-use (IFU) provided with this kit informs the user, "precaution: to minimize the risk of damage to extension line from excessive pressure, clamp must be opened prior to infusing through catheter." The IFU also states, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has been determined to likely be manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the catheter body was found separated during use. No patient harm or injury reported. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the catheter body was found separated during use. No patient harm or injury reported. No report of a required medical intervention. The patient's condition is reported as fine.